Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the tip broke. The physician was unable to cross the lesion, location unknown. The physician pre-dilated with 2.0 x 15 non bsc balloon. The physician attempted to cross the lesion with a 2.5x12 taxus stent but was unable to cross the lesion. It was reported by the site that the tip broke. The physician completed the procedure with a taxus 2.5x16mm stent. Additional info was requested, however, attempts were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.